Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant products: carto® 3 system, us catalog #: fg540000, serial #: unknown. Thermocool® smart touch® sf bi-directional navigation catheter, us catalog #: d134805, lot #: 17720957l. Thermocool® smart touch® sf bi-directional navigation catheter, us catalog #: d134805, lot #: 17746989l. Biosense webster (B)(4) has three complaints that are related to the same incident. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an electrophysiology study for ventricular tachycardia (vt) with thermocool® smart touch® sf bi-directional navigation catheters x 2, carto® 3 system interface cable and carto® 3 system and suffered unstable ventricular tachycardia requiring cardioversion. At the beginning of the procedure, the ICD displayed the detection function. Diagnostic catheters were positioned in the right ventricle (rv) and the coronary sinus (cs). Thermocool® smart touch® sf bi-directional navigation catheter # 1 was advanced into the left ventricle via a retrograde aortic approach and was initialized. Force sensor error displayed. Thermocool® smart touch® sf bi-directional navigation catheter # 1 was exchanged for thermocool® smart touch® sf bi-directional navigation catheter # 2. Thermocool® smart touch® sf bi-directional navigation catheter # 2 was advanced into the left ventricle via a retrograde aortic approach and was initialized. Force was zeroed. Shortly after initiating left ventricular mapping, thermocool® smart touch® sf bi-directional navigation catheter # 2 was deflected significantly. Contact force greater than 50 grams displayed. Thereafter, contact force readings disappeared. While using thermocool® smart touch® sf bi-directional navigation catheter # 2, signal interference (noise) occurred on all ECG signals, including the body surface (bs) ECG, the intracardiac (ic) ECG, and the external defibrillator. It was noted that the noise superposition means cycle length (cl) was 100 milliseconds. Patient became hypotensive to 46 mmhg (unspecified). It was initially assumed that the patient was in ventricular fibrillation/ventricular tachycardia due to the noise on all ECG signals and the patient¿s hypotension. It was later determined that the patient had not been in ventricular fibrillation, but had increased ectopy and episodes of non-sustained ventricular tachycardia. The carto 3 patient interface unit (piu) was turned off and the body surface (bs) ECG noise resolved. The thermocool® smart touch® sf bi-directional navigation catheter # 2 cable was exchanged. The piu was restarted and the bs ECG signal interference (noise) resumed. Patient was in unstable vt. Again, the piu was turned off and the bs ECG signal interference (noise) resolved. Ic ECG revealed unstable vt, which was successfully cardioverted. Diagnostic and ablation catheters were retracted into the inferior vena cava and the descending aorta. Piu was restarted and bs ECG signal interference (noise) resumed. Patient was no longer in vt. Diagnostic catheters and ablation catheters were removed from the patient. Thermocool® smart touch® sf bi-directional navigation catheter # 2 cable was disconnected and the signal interference (noise) resolved. Thermocool® smart touch® sf bi-directional navigation catheter # 2 was exchanged for a smarttouch catheter (non-sf) and the procedure continued and was completed without further patient consequences. Patient did not require extended hospitalization as a result of the event. Patient fully recovered with no residual effects. Medical history includes recurrent ventricular tachycardia with implantable cardioverter defibrillator (ICD) and ischemic cardiomyopathy. Physician¿s opinion regarding the cause of the adverse event is that it was related to a product malfunction, specifically current leakage. The force sensor issues were assessed as not reportable. Originally, this event was reported only under the thermocool® smart touch® sf bi-directional navigation catheter as the patient consequence was described as a cardiac arrest requiring a defibrillation and the signal issue was described as partial signal interference. However, additional information was received on the event on february 19, 2018 clarifying the event. The additional information stated that the patient suffered an unstable ventricular tachycardia requiring cardioversion and the signal interference occurred on all ECG signals. Per the additional information received, the patient code was updated from ¿cardiac arrest¿ to ¿ventricular tachycardia¿. This updated patient event has been re-assessed as a ¿recurrence of pre-existing condition¿ and therefore, not reportable. However, the additional information provided stating that the signal interference (noise) occurred on all ECG signals has now been assessed as a reportable malfunction under the thermocool® smart touch® sf bi-directional navigation catheter, the carto® 3 system and the carto® 3 system interface cable. Therefore, the awareness date for the reports under the carto® 3 system interface cable and the carto® 3 system are february 19, 2018.

Manufacturer narrative:
Originally, the serial number for the carto 3 system (concomitant product) was reported as ¿unknown¿. Additional information was received on march 26, 2018 providing the serial number of (B)(4). Manufacturer's ref. No: (B)(4).